Manufacturer narrative:
Attempts were made to obtain additional info from the user facility regarding this event. The info submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: preliminary analysis and performance data collected from the device confirmed power on reset parameters. Functional testing indicated the device functioned normally. Further device analysis found fractured battery bond wires which could contribute to the reported pacing pauses and power on reset.

Event description:
It was reported that the device was replaced after a partial reset, and a four second pause and second "por" that were observed via a holter test. The reset was successfully reprogrammed, but the physician still chose to explant in light of the pause and resets. No pt complications were reported as a result of this event. Further info received indicates that the rv lead was replaced due to unacceptable pacing thresholds at the time of ipg replacement.